Event description:
When a physician used the subject device for a nissen fundoplication, a short circuit error occurred upon activating output of the subject device. The physician replaced the subject device with a different unit of same model. The subject device had been used for two hours since the beginning of the procedure, and teflon pad was found to be worn out.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2012-00100 to provide additional information based on the evaluation of the device. The subject device was returned to omsc for evaluation. As a result of evaluation of omsc on may 8, 2012, omsc confirmed that the ptfe pad was severely worn away. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was severely worn since the user continued activating output without contacting tissue (including after the tissue already cut). And it is highly likely that the short circuit error occurred since the ptfe pad on the jaw was worn and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.

Manufacturer narrative:
The subject device was returned to omsc on (B)(6), but it is still in process of eval and the cause could not be specified. However, based on cases with the same model, it presumably occurred since the teflon pad worn out by the physician unintentionally activating output while not grasping tissues or keeping activating output without noticing tissues having been resected, and the h electrode and probe came into contact. The mfg history of the device was checked, and no irregularities were found. The instruction manual of the subject device warns a user "do not active output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temp between the grasping section during the seal & cut mode may result in premature wear, breakage and/or probe inside the body cavity."